Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: g4 combination product. H3 analysis summary: the product was returned to ethicon for evaluation. Two needle-suture pieces outside its packaging was returned for analysis. Product code sxmp2b408, this product code is double armed. During the visual inspection of the sample, no breakage suture was observed. But the extremes were noted to be cut probably caused by a surgical instrument. Besides that, body fluids and fraying suture were noted near the extremes. Additionally, a photo was provided, and it showed the same condition of the received sample. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. The product code sxmp2b408 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: -please include our case numbers in all email correspondence, evn24632503. ¿ is this device or samples from the same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) (B)(6) no phone number. ¿ please provide the source or name and title of the external person providing answers to follow-up (B)(4) ¿ please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Please provide a return shipping label for us to return products.

Event description:
It was reported that a patient underwent a skin closure procedure on (B)(6)2024 and barbed suture was used. During the procedure, it was reported by healthcare professional that suture frayed and broke during skin closure. There was no patient consequences reported. Device is available for return. No adverse patient consequences were reported. Additional information was requested.